Event description:
It was reported several times the gynecologic laparoscope had a green image as soon as the light was reflected on a shiny surface. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified therapeutic procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface and there was an error message. The patient was under anesthesia and the procedure was delayed. The procedure was completed using a similar device. There was no reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information related to patient or user adverse impact (prolonged surgery). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken, causing the image to be green. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified therapeutic procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface and there was an error message. The patient was under anesthesia and the procedure was delayed. The procedure was completed using a similar device. There was no reported patient harm.